Event description:
Patient came in to the emergency room (ER) as a full code. Doctor intubated patient. When the stylet was pulled and the ambulatory bag was being placed on the white hub that connects to the endotracheal tube (ett), the white hub kept sliding off regardless of how tight or deep the connecting piece of the white hub. Ett brand covidien, lot # 22l1196jzx, ref # (B)(4), and expiration date 2027 - 12 - 28. No harm to patient as patient was placed on ventilator. No difficulty connecting the ventilator to the ett. Issue was that the white hub on the ett would not securely connect to the ambulatory bag, but it did connect to the vent tubing.